Event description:
Skin discoloration/"burns" in areas of electrode placement. 4/11/97. Referred to dermatologist 4/22/97 & was told it may take 6 months to 1 year for "marks to go away" no previous history of allergy to adhesive or latex MFR rpts product does not contain latex.